Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the screw could not be removed during a second attempt of placement and it was difficult to advance into the ventricle. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The helix of the lead was extrinsically bent; therefore, the helix would not extend fully or retract. Visual summary analysis of the lead indicated damage at implant.